Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and further noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dL per minute). The customer experienced heavy bleeding and pain. The customer was unable to self-treat and was administered unspecified treatment by third-party. There was no report of death or permanent impairment associated with this event.Reportedly, a sensor scan of 52 mg/dL was compared to a competitor brand meter result of 500 mg/dL. The length of sensor wear was 9 days. When the provided results were plotted on a Parkes Error Grid, fell into the "D" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.